Manufacturer narrative:
The device will not be returned to the MFR. This type of event may have been related to the pt's condition and/or user technique. However, without evaluating the device we are unable to determine the exact cause of this event. Our directions for use state: potential complications: encrustation... If resistance is encountered during advancement or withdrawal of the stent, stop. Do not continue without first determining the cause of the resistance and taking remedial action. Periodic radiographic, isotopic or cystoscopic examinations are recommended to evaluate stent efficacy and to observe for possible complications. When long-term use is indicated, it is recommended that indwelling time not exceed 90 days and that evaluations be performed at 30 day intervals post placement... Suture indwelling time is not to exceed more than 14 days. If longer stent indwelling time is anticipated, remove suture before placement or prior to day 14.

Event description:
It was reported the pt underwent stone fragmentation of a very hard kidney stone. The stone was only partially fragmented following a long period of eswl at which time this ureteral stent was placed for therapeutic drainage. Three weeks post-placement, a lithoclast procedure was performed for stent removal due to calcification of the stent. Surgical intervention was not required for stent removal.